Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the lasso tip broke off inside the patient. The surgeon performed an additional open approach and was able to retrieve the part out of the patient and proceeded the open repair of bony bankart and stabilization. No harm for patient, operator or third party was reported. The surgery was finished successfully. Additional information obtained 30-mar-2020: further information were received that the surgeon had changed the procedure to an open procedure to retrieve the missing parts out of the patient. No additional surgery was performed.